Event description:
The lay user/pt called lifescan (lfs) on dec. 26, 2007 alleging the one touch ultra meter was displaying three dashes. This complaint was classified based on the customer care advocate (cca) documentation. The pt reported the meter issue began on eleven days earlier, at 8:00 am. After the reported issue, on four days prior to original date, at 4:00 am, the pt reported feeling dizzy and sweaty. The pt's wife contacted emergency services and told them of her husband's symptoms. The pt was advised to drink orange juice. He felt better afterwards. The issue was resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, although the issue was resolved, there was an indication of a serious injury, as the reporter alleged that the pt became hypoglycemic after the reported issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.